Event description:
Information was received from healthcare provider (hcp). Hcp mentioned they got a message from another hcp who mentioned they tried to connect to the patients implantable neurostimulator (ins), but ins would not connect to tablet. Hcp said message hcp got was "does not support current device" but caller was not certain what actual message was. Hcp was not with hcp and agent suggested making sure all apps are updated before next interrogation attempt. Agent suggested hcp call if additional help is needed. Hcp called for MRI compatibility information and not for issue mentioned in case. Tss did not troubleshoot further to focus on reason for call. Additional information received from the hcp. Hcp called to ask about interrogating the ins and compatibility with the clinician application. The caller indicated that they had updated the dbs application on their clinician tablet. They had not attempt to interrogate the patient's ins following the tablet update. The caller asked if they would be able to interrogate the patient's ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.